Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, the patient was noted to have a unicornuate uterus. Approximately three and a half minutes into the ablation phase of the procedure, a fluid loss alarm occurred and there no actual leak was noticed. Within seconds another fluid loss alarm was observed during this phase and subsequently, fluid was seen dripping at the junction between the scope adapter and the sheath assembly. It was hand tightened and the ablation was then continued. The system paused again and noticed this time that fluid had dripped into the patient's buttocks. The physician detected the junction where the adapter that connects into the sheath assembly came loose. The procedure was completed with another of the same. It was reported that the patient sustained burn on both buttocks and was treated with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on 24sep2015. The patient had a bilateral buttock superficial, 1st degree burns over a 5cm x 2cm area.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, the patient was noted to have a unicornuate uterus. Approximately three and a half minutes into the ablation phase of the procedure, a fluid loss alarm occurred and there no actual leak was noticed. Within seconds another fluid loss alarm was observed during this phase and subsequently, fluid was seen dripping at the junction between the scope adapter and the sheath assembly. It was hand tightened and the ablation was then continued. The system paused again and noticed this time that fluid had dripped into the patient's buttocks. The physician detected the junction where the adapter that connects into the sheath assembly came loose. The procedure was completed with another of the same. It was reported that the patient sustained burn on both buttocks and was treated with silvadene cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.